Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the distal insulation was abraded and the distal coil exposed at 13 cm from the helix end. This would cause the reported noise problem.